Event description:
It was reported that an occlusion alarm occurred and customer's blood glucose level was elevated. Customer attempted to address the issues by delivering a correction bolus via the pump and changing the infusion set. The customer went to the emergency room (ER) on (B)(6) 2022 and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 763 mg/dl, and ketones identified as life threatening by a healthcare provider. Bg was treated with intravenous fluids of insulin and saline which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Customer declined follow up to obtain additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.